Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was functionally ok. Incoming test performed on an automated test system passed. No electrical anomalies observed. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the external pulse generator (epg) ceases to function immediately after a battery change. This is the second return for this reason. The epg was returned for servicing. No patient complications have been reported as a result of this event.